Event description:
It was reported that during an angioplasty procedure, a dissection and pt death occurred. The lesion was located in the mid left anterior descending artery (lad). The percent of the stenosis of the lesion, degree of calcification, and vessel tortuosity are unk. Access was obtained via an unspecified femoral artery. It was not known if the lesion was pre-dilated. Due to the length of the lesion, another MFR's 2.5mm x 28mm and 2.75mm x 23mm stents were placed overlapping each other. Following stent deployment, the quantum maverick 2.5mm x 15mm balloon catheter was advanced for post-dilatation. The atms the balloon reached on the first inflation is unk. The balloon was inflated to 32 atms on the second inflation, which is above the device's rated burst pressure, after which time a dissection was noted in the lad. The physician attempt to control the dissection by placing another MFR's stent of unk size inside the two previously placed stents, however, this was unsuccessful in controlling the dissection. The pt was taken to the operating room where, upon opening that pt's chest, the pt expired.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed.